Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced sensor deployment difficulties. Upon sensor applicator removal, patient claimed sensor wire was attached to sensor and fell into patient's hand.